Manufacturer narrative:
Product ID: 9735249, lot# 170525. The frame was returned to the manufacturer for analysis. Functional testing determined that the weld has broken at the base leaving the body of the frame loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the reference frame was damaged as it was noted to be cracked on the post that connects to the starbust adapter. The malfunction was noted to result in frame movement and a subsequent imprecision. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.